Manufacturer narrative:
(B)(4). Physio-control evaluated the customers device and verified the reported issue. Upon evaluation physio discovered the device failed to power up. Physio determined the cause of the failure to power up was an unseated cable-mounted plug connector designator p41 on the power pcb assembly. The plug connector was reseated and after completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report a non critical problem. Upon evaluation physio discovered the device failed to power up. There was no patient use associated with the reported event.